Event description:
It was reported a cartridge alarm occurred indicating the customer had overfilled the cartridge despite the cartridge being filled with 300 units of insulin. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy.